Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that 1.1 joule and 14 joule test shocks were performed and impedance measurements were within normal limits at 37 and 38 ohms.

Event description:
Additional informationw as received indicating this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low shock impedance measurements less than 20 ohms. Both layers of the pocket had been closed and due to the out of range measurement, the physician opened the pocket and checked the connections. The physician confirmed a good connection. Ts discussed possible causes of the low shock impedances and indicated besides implanting a new lead, the next option would be a 1.1 and 41 joule shock. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.